Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent bkp surgery on an unknown date. Post-op, it was observed that cement at th12 was dislocated. Revision surgery was performed to fix from posterior. The product came in contact with the patient. Patient gender: female initial surgery: performed bkp at th12 at the same hospital post-op, cement moved to between th12/l1 plates and that cause spinal misalignment. Revision: posterior fusion was peformed in-situ at s4. Pm will be additionally inserted after two weeks of this follow-up report. Dr. Comment: it was a challenging case to apply for bkp.